Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -10.0/+2.5/75 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6). 2023 as a replacement lens. It was indicated that the patient still has the same check up data to a prior upside-down lens implant and the patient currently has refractive surprise. Lens remains implanted. It was reported the surgeon has plans to perform a laser touch up on the patient. The problem is not resolved. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim (B)(4).